Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded, with blood in the balloon and contrast in the wire lumen, inflation lumen and balloon. The device was soaked in a warm water bath for 2 days. The balloon, tip, port/exit notch, hypotube, inner and outer shaft were microscopically and tactile inspected. Inspection revealed damage (stretched, a 15mm perforation with numerous kinks) to the distal outer located just proximal of the port/exit notch, and damage (stretched for 7 mm) to the port/exit notch. Inspection of the remainder of the device revealed no other damage or irregularities. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on september 8, 2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the calcified mid left anterior descending artery. A 5.00mm x 15mm nc emerge® balloon catheter was advanced for dilation but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole.